Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted due to an unknown reason, noting explanted due to the potential of a future threat or interference and was replaced with a non boston scientific leadless pacemaker. No additional adverse patient effects were reported.